Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 399-443 mg/dl. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer believed that the cause of bg level was due to an issue with the pump. Specific cause was not clarified. Reportedly, the customer continued to use the pump for insulin therapy.